Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via reduced intrinsic amplitudes. The device sensing vector was set to the secondary sensing vector at the time of the shock. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.